Event description:
(B)(4). Suffered from headaches, hair loss, weight gain, painful periods, excessive bleeding, body aches, rash on face, dental pain, loss of libido. Had hysterectomy on (B)(6) 2015 and headaches, pain, rash on face, dental pain, hair loss have all subsided immediately.